Event description:
On sept. 26, 2007, the lay-user/ patient contacted lifescan alleging that a one touch ultra meter had a missing segments issue. The pt tests his blood once a day except for wednesday's when he tests three times a day. He takes glucophage and glucovance. The pt indicated that the alleged meter issue started about 3 weeks ago. After the meter issue started, he stopped testing his blood glucose because he could not read his blood glucose results. During the time of concern, the pt continued to take the glucophage and glucovance medications as prescribed. Around five days earlier, the pt developed symptoms of sweating and shakiness around 2:00-3:00 am. He had eaten dinner earlier in the evening. The pt drank orange juice and ate crackers to treat himself. He denied seeking or receiving medical attention from a health care provider. The meter, test strips, and control solution were replaced. This complaint is being reported due to the following conclusion: the pt reported developed symptoms suggestive of hypoglycemia after the alleged meter issue was started. The pt was unable to test his blood glucose for about 3 weeks.

Manufacturer narrative:
Lifescan has requested the return of the subject meter, test strips, and control solution for evaluation, but has not yet received them. If either the meter, strips, and/or control solution are returned, lifescan will evaluate them and, if either the meter, strips, or control solution do not pass inspection, lifescan will inform FDA of the results in a supplemental report.